Event description:
This mechanical valve was implanted due to mitral stenosis. Approximately one month postoperatively, the pt had an intracerebellar bleed and had been advised temporary cessation of anticoagulation. One month later, the pt was readmitted since the leaflets of the valve were impeded and underwent thrombolysis with a half dose of streptokinase and had a good result. Anticoagulation was continued and the pt was well until she presented to the hosp with symptoms and was found to have a valve with only one leaflet moving. The valve was explanted and was replaced with an sjm 27 mm tissue valve. The pt was reported to be stable postoperatively.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve was not returned for analysis. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported leaflet being impeded remains unk; however, the pt was noted to have undergone thrombolysis therapy.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve was not returned for analysis. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported leaflet being impeded remains unk; however, the pt was noted to have undergone thrombolysis therapy.